Event description:
End-user called in reporting that they are experiencing syringes that are leaking.

Manufacturer narrative:
Trend analysis an production record analysis conducted. There were no additional complaints for lot 50445 that indicated trending complaints for leaking issues. Production records analysis indicated no abnormalites during production. Cause of leaking could not be established due to device not being returned by end-user.

Event description:
End-user called in reporting that they are experiencing syringes that are leaking.